Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor was replaced during the service call.

Event description:
The customer reported that the stenoscop system had a defective monitor. No pt injury was reported.